Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2011 due to no capture at 7.5v @ 0.6ms unipolar or bipolar. The physician was dr. (B)(6) at (B)(6) hospital in rapid city, sd. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).